Event description:
On (B)(6) 2011, a right common carotid artery to left carotid artery to left subclavian artery bypass surgery was performed. On (B)(6) 2011, the patient underwent endovascular repair of a thoracic aortic aneurysm in the distal aortic arch using a gore® tag® thoracic endoprosthesis. On (B)(6) 2011, a type ii endoleak from the left subclavian artery was identified. On (B)(6) 2011, coil embolization of the left subclavian artery was performed. On (B)(6) 2011, the resolution of the type ii endoleak was confirmed.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.